Event description:
A 2.75 mm diameter x 24 mm length endeavor rx drug-eluting coronary stent system was inserted into a patient for treatment of an lad lesion. It was reported that the patient was admitted with an anterior st-segment elevation mi. The patient was treated with aspirin and tenecteplase, but failed to reperfuse clinically, and underwent rescue percutaneous intervention. The patient's lad was occluded. It was successfully reopened, pre-dilated, and then 4 sequential endeavor drug-eluting stents were implanted (MFR 2953200-2008-00532 - 00535), producing a good angiographic result. An intracoronary abciximab bolus was administered. After the procedure, the patient developed left ventricular failure, which responded to diuretic therapy. Echocardiography showed severe left ventricular impairment and an apical left ventricular thrombus. The patient was anticoagulated and discharged home on aspirin, clopidogrel, and warfarin 7 days after presentation. Ten days later (17 days post pci), the patient re-presented with another anterior st-segment elevation mi. Stent thrombosis was confirmed with timi 0 flow and was successfully treated with balloon angioplasty. Tirofiban was started and continued for 36 hours. The patient was discharged home on aspirin, clopidogrel, and warfarin after 5 days. Eight days later (day 30), the patient re-presented with yet another anterior st-segment elevation mi. St was again confirmed and treated with balloon angioplasty. In view of the recurrent episodes of st and coexistent disease in other vessels, the patient was referred for bypass surgery, which was performed 2 weeks later. Postoperatively, the patient developed a hypertensive crisis. Urgent investigations revealed a 4 cm adrenal tumor and elevated plasma and urinary catecholamines (24-hour urinary noradrenaline 15,053 (normal range: 90-600 mmol/l); adrenaline 13,862 (normal range: 20 - 190 mmol/l). A malignant pheochromocytoma was subsequently confirmed. Please note that this device is not distributed in the united states.

Manufacturer narrative:
No films received.